Event description:
It was reported that the customer experienced elevated blood glucose levels (382 mg/dl). Customer has been adjusting pump settings without guidance from her health care professional. Troubleshooting was unable to be performed because customer has already changed out the cartridge nad infusion set. Fill tubing was performed with new cartridge and infusion set and pump is delivering as expected. Cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be submitted. T:slum user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.